Event description:
During procedure, it was reported the distal marker of the catheter was not visible. The catheter was removed from the pt and confirmed the distal marker was not presented on the catheter. Prior to use, it was reported the physician steam shaped the tip of the catheter. No pt injury reported.

Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker band was not present on device. Based on the investigation, the separation of the distal tip/marker band is likely to have occurred as a result of shaping the tip of the catheter.